Manufacturer narrative:
Date of event: the exact date of the event was not reported, therefore the bsc awareness date has been used. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber is broken within the outer flow tubing at open end. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end wall integrity is compromised and exhibits signs of melting. Based on device analysis, it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device identified a fiber break. There were no consequences to the patient.